Manufacturer narrative:
The customer replaced the motor controller printed circuit board assembly (pcba) and power management pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device alarmed while on a patient and shut down. The ventilator became inoperative. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The event log was reviewed and found error code 1117 - 3.3 v supply failed logged. The rse reviewed the code per manual and advised to replace the motor controller (mc) printed circuit board assembly (pcba) or power management (pm) pcba. The rse provided the part numbers of the mc pcba and pm pcba for repair.